Event description:
It was reported that the atrial lead exhibited sensing and threshold issues following implant. The lead was repositioned, and there were issues trying to deploy the helix. The lead was then connected to the device, but the lead would constantly pop out of the header with the slightest movement, even though the setscrew had been secured. The device and lead were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4) the full lead was returned and analyzed. The lead was stretched and exhibited apparent explant damage. Blood/body fluid was found on the distal conductor (not obstructed, and the inner insulation was kinked buckled. Blood was found in/on the helix/lobe mechanism, and tissue was found on the helix. (B)(4) the device was returned and analyzed. No anomalies were found. The grommet was found to be damaged, and the set screw was found to have a rounded socket and foreign material was present.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4) the full lead was returned and analyzed. The lead was stretched and exhibited apparent explant damage. Blood/body fluid was found on the distal conductor (not obstructed), and the inner insulation was kinked buckled. Blood was found in/on the helix/lobe mechanism, and tissue was found on the helix. The analyst noted that the lead had been stretched so the inner tubing buckled which prevented the helix from functioning properly. (B)(4) the device was returned and analyzed. No anomalies were found. The grommet was found to be damaged, and the set screw was found to have a rounded socket and foreign material was present.